Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that patient faced an issue with approximately thirteen infusions sets cannulas were kinked. The symptoms were noticed within 3 hours of insertion. The insertion site was abdomen, upper buttocks, side of waist at back. The ten infusion sets within the past few weeks and additional three on same day and have been noticed the issue 'a couple weeks ago' 23-apr-2024. The blood glucose level was between 345mg/dl. The infusion set was in use for both events for about one day. The patient replaced infusion set and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 3 of 14. E1: patient country: (B)(6).